Manufacturer narrative:
The pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shutdown due to the customer not charging the battery. After customer charged the pump, insulin delivery was resumed and an unexpected reset occurred. The customer's blood glucose (bg) was greater than 500 (mg/dl). Customer continued to use the pump for insulin therapy.